Event description:
While running an htlv-I assay, the sumit sample handler serial number 1992, failed to pipette control and diluent in position a1 and did not give an error message. There were also unequal volumes noted in well positions b1, c1 and d1. An ortho field service engineer was dispatched. No death or serious injuty was associated with this event. This report corresponds to co's complaint no. 97-01684-03.